Manufacturer narrative:
Additional patient identifier: (B)(6). Date of event reported as 2018, exact date is not known. This report is for an unknown prodisc-c implant/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient was implanted with the prodisc-c (pdc) implant at c5-c6 on (B)(6) 2018. Patient was returned to surgery on (B)(6) 2018 for removal of pdc implant due to incorrect indications. Patient was revised toan anterior cervical discectomy and fusion (acdf) with haims cage and velox plate. Procedure was completed successfully with no delay. Patient status reported as stable. This report is for one (1) unknown prodisc-c implant. This is report 1 of 1 for (B)(4).